Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Performance analysis: pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the tubing/3/8" connector, (see photo). During the test the tubing slid off the connector, (see photo). Conclusion: reason for return was confirmed. Unit will be held in brooklyn park. Conclusion: complaint was confirmed for leaking per video shared by the customer. After evaluation it was not possible to determine the root cause of this complaint. However, it was identified this defect could possibly be attributed a defect on the connection from the tubing to the connector. Currently there is a pr investigation on-going through (B)(4) to identify and address the root cause on leaks for balance tubing ¿ balance connector assemblies. Notification was performed to the personnel for them to be aware of this defect and prevent additional recurrence. The current manufacturing process and equipment parameters were reviewed, and it was identified all controls are in place to prevent this non-conformance during sealing and handling. Complaints received from july 2021 through october 2021 for the same failure modes were reviewed and showed no additional trends warranting escalation related to this occurrence since (B)(4) has already been opened to address leaking complaints. Assessment against the medtronic risk management file pfmeca document ((B)(4)) indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca; therefore, no CAPA will be initiated at this time. There were no adverse patient effects as a result of this incidence. Review of the complaint file indicates sufficient information was provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure ((B)(4)). This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of the custom tubing pack during the purging of the extracorporeal circuit, a leak was observed in the roller line at the level of the connector inserted for pre-membrane pressure measurement. The custom tubing pack was replaced for the procedure. There was no patient involvement so no adverse patient effects occurred. Additional information requested to clarify this statement "because of this, the customer gave the roller, making it necessary to use a centrifugal cone for fear of a defective part" was received indicating no further information on this is available.